Event description:
It was reported that during a treatment procedure for a 99% calcified lesion in the lad, with a moderately large asccular aneuryam distal to the stenosis, which appeared to involve the origin of a second diagonal branch, the balloon ruptured at 10 atmospheres. The md had considered using rotoblator on the calcified lesion, but decided against it, due to the presence of the aneuryam. The wire was placed in the lad and the balloon was advanced over the area of stenosis with slight resistance. He pre-dilated the lesion with a maverick 2.5 mm balloon. He noted a constriction on the balloon, then it ruptured. He felt resistance in attempting to remove the balloon, but then the guide catheter "deep-throated" the vessel. The distal end of the balloon and the marker bands were stripped off the catheter and remainted in the lad, obstructing the vessel. He noted some leakage into the pericardium and the aorta. There was no flow into the lad on contrast injection. He was unable to re-cross the lad to attempt to gain access to the distal vessel. The patient had severe chest pain, progressive hypotension and sovora s.t. Segment elevation. Pt had a cardiac arrest and expired within 5 minutes. The risk of percutaneous intervention and the fact that pt was not a surgical candidate was discussed prior to the procedure, with the patient and their family member and it was decided not to take heroic measures under the circumstances. The md did not believe the balloon was defective, but that the rupture occurred due to the heavy calcification. He was unable to remove the balloon resulting in total occlusion of the vessel, slight internal leakage with staining into the pericardium and subsequent cardiac arrest.